Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was frequently charging the ipg. It was also stated that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was dong well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.